Manufacturer narrative:
Results: inherent risk of procedure (stent embolism). Patient¿s condition affected effectiveness of device (target lesion exhibited 50% stenosis, severe tortuosity and severe calcification). Conclusions: device failure related to patient condition (target lesion exhibited 50% stenosis, severe tortuosity and severe calcification). Known inherent risk of procedure (stent embolism). (B)(4).

Event description:
The physician intended to use an endeavor resolute (rx) drug eluting stent during a procedure to treat a severely calcified lesion with 80% stenosis in a severely tortuous proximal lad. The device was prepped as per IFU prior to use with no abnormalities noted. The lesion was pre-dilated with 50% stenosis remaining. It was reported that the stent dislodged when the physician was attempting to remove the device. The device was removed from the patient with the use of a snare. The physician used a new stent to treat the lesion. The physician advised that in their opinion the reason for the dislodgement was the calcification and tortuosity. The patient status is reported to be good. No further clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. The stent was not returned with the delivery system. Crimp impressions were visible on the balloon when it was returned. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.